Event description:
It was reported that the unspecified bd¿ catheter needle would not retract after placed in the vein, and removing the IV showed that the needle had pierced through the catheter. The following information was provided by the initial reporter: "peripheral IV was attempted to be placed on patient. Catheter was adjusted once in vein and blood flash was confirmed. When trying to advance catheter to retract need, catheter would not advance. IV was then pulled from patient to see that the tip of the needle had punctured the middle of the catheter and had not gone out the front of it. "

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ catheter needle would not retract after placed in the vein, and removing the IV showed that the needle had pierced through the catheter. The following information was provided by the initial reporter: "peripheral IV was attempted to be placed on patient. Catheter was adjusted once in vein and blood flash was confirmed. When trying to advance catheter to retract need, catheter would not advance. IV was then pulled from patient to see that the tip of the needle had punctured the middle of the catheter and had not gone out the front of it. "